Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. No button error alarm noted. The insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube.

Event description:
It was reported the customer had a button error alarm. The customer also stated their up arrow button could not be pushed. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.